Event description:
It was reported that a patient underwent a gynecological procedure on an unknown date to treat stress urinary incontinence and pelvic organ prolapse and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. It was reported that due to vaginal pain and bleeding patient underwent a mesh revision on (B)(4) 2010 mesh revision by the implanting surgeon. The patient had another mesh revision on (B)(4) 2010. On (B)(4) 2011, the patient had a removal of mesh with excision of abcess tract, radical vaginectomy and upper vaginal revision with pelvic drain. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. (B)(4). This is one of two medwatches being submitted. See also medwatch 2210968-2012-00310. The same patient is represented in each medwatch.